Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the problem. The service representative found error message on log and replaced the generator interface board and the fluoro functions board. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image on the left monitor. No patient injury was reported.